Event description:
It was reported that a physician's (B)(6) handheld device is freezing on the interrogation screen. The site reported that they have been able to troubleshoot to get past the screen however they wanted a new handheld. A replacement handheld was sent to the physician and the (B)(6) in question has been returned to the manufacturer. Product analysis is currently in process and has not been completed at this time.